Event description:
Spontaneous deflation of ideal implant; delay in care as ideal implants are now on voluntary recall which has resulted in mfg hold and unable to release new implant for replacement, increasing risk of scar tissue formation and emotional disturbance. Md evaluation. FDA safety report ID# (B)(4).